Event description:
Bilateral urethral perforation during dialation with a uromedica sharp tocar in a proact implantation procedure. The procedure was aborted and the physician treated the perforations by placement of a catheter.

Manufacturer narrative:
The physician attempted to dilate one side of the patient with the sharp trocar, which resulted in a urethral perforation. The physician then attempted to dilate the opposite side of the patient with the same trocar which resulted in a second urethral perforation. Patient is anticipated to return for another attempt at proact placement. Uromedica complaint #(B)(4).